Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report of needle detachment. A closer examination of the distal tip was conducted and the purple catheter appeared slightly kinked and ripped around the edges and only the proximal tip of the needle was visible. The detached section of the needle was not included in the return. The handle was manipulated and the purple catheter did extend through external tip of the device. However, it was evident that the catheter was not extending the full length it should when the handle is manipulated and the distal tip appeared indented. An attempt was made to measure the nub of the needle that remained in the purple catheter and was found to be less than specifications. The purple section was measured and was found to be within specifications. It is reasonable to suggest that no section of the purple catheter is missing due to the kink in the distal end. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to the condition of the returned product and a variety of clinical conditions, such as, pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle knife breakage near the distal end can also occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Needle knife breakage near the distal end can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A cook huibregtse needle knife papillotome was used for endoscopic sphincterotomy (est) as usual. After applying current several times, the needle knife kinked. No section of the device detached inside the pt. Another device of the same type was used to complete the procedure. Our laboratory eval results confirmed the distal end of the needle knife has detached and the broken portion was not included in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.